Manufacturer narrative:
Concomitant medical products: baxter 73¿ 1.6ml anesthesia set with male luer lock adapter. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient information was requested, customer states "not available".

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a patient, there was a failure to deliver intravenous anesthesia propofol due to obstruction of flow of the medication and leak. This resulted in patient starting to wake up mid-procedure. The IV anesthesia was being infused through syringe pump tubing connected to the needle-free port at y-site of an IV pump tubing with 1 liter of lactated ringer's solution infusing. It was also noted that the IV tubings were twisted so tightly and the anesthesiologist needed a surgical instrument to remove the 2 tubings apart. The anesthesiologist mentioned the compatibility issues between the syringe pump tubing and IV pump tubing in use. There was no patient injury.